Manufacturer narrative:
As reported, sealant migration of a 6/7f mynx control vascular closure device (vcd) was noted upon device removal. There was no reported patient injury. The deployer was experienced and in training with the mynx device, the device was stored and prepared according to the instructions for use, and the device storage temperature did not exceed 25 °c. One non-sterile 6/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 was partially depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. With respect to the sealant sleeve condition, no abnormalities were observed. Additionally, a 6f non-cordis catheter sheath introducer was returned inserted in the device. The balloon was observed to be partially retracted, and the core wire was present. The atraumatic tip did not exhibit any damage or abnormal condition. No additional anomalies were identified during this analysis. An attempt to perform a simulated deployment test was made; however, it could not be completed due to the unit being returned without the sealant. Nevertheless, button 2 was manually actuated to assess whether any abnormal condition was preventing full depression. During this evaluation, button 2 was fully depressed, and complete balloon retraction was achieved as expected. No functional abnormalities were observed during this manipulation. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed as the device was received with button 1 fully depressed and no sealant was returned for evaluation and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis as the complaint device was not returned for analysis. Additionally, button 2 of the returned device was received partially depressed with the balloon partially retracted. During analysis button 2 was fully depressed and the balloon was fully retracted. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant migration noted upon device removal. However, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue as button 2 was not fully depressed. As stated in the instructions for use (IFU), which is not intended as a mitigation, ¿the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay down the device for 2 minutes then retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and lightly grasp the device at the skin with the thumb and forefinger to realign with the tissue tract. Open the stopcock to deflate the balloon, pick up the device handle, realign with the tissue tract, and depress button #2. Remove the device from the patient. If the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, sealant migration of a 6/7f mynx control vascular closure device (vcd) was noted upon device removal. There was no reported patient injury. The deployer was experienced and in training with the mynx device, the device was stored and prepared according to the instructions for use, and the device storage temperature did not exceed 25 °c. The device is being returned for evaluation.